Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient underwent an MRI and did not set the ipg to MRI mode. As a result, the ipg had become inoperable. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.